Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode for poor barrier separation was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported by the phlebotomy manager from cpl ft. Worth texas that the bd vacutainer® plus plastic sst tubes were seeping into the gel. Two tubes were centrifuged, the serum appeared clear with a slight red ring near the stopper. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.